Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the patient has a history of unspecified cardiac problems, and was reported to be in very poor health. No problems were reported during the implant procedure. On an unknown date, the patient developed ischemic colitis. In 2003, the patient underwent a bowel resection, and a tempory colostomy was performed. It was reported that the physician would repair the colostomy at a later date.